Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that his onetouch ultra smart meter had a display issue ¿ the display screen was all black. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues began two weeks prior to contacting lfs, however he does not recall the date or time. The patient manages his diabetes with insulin (self-adjuster) ¿novolin x 3 daily ¿ 50, 50 and 60 units¿. The patient denied making any change to his usual diabetes management routine as a result of the alleged product issue. The patient reported that 5 days after the alleged issue began he developed the symptom of ¿fuzzy eyes¿. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used. There was no misuse of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.